Event description:
It was reported, "placed 10.5 lag screw in a gamma3 130 deg nail with the guide set at 125 deg. Stripped 4 prongs off of lag screw inserter."

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.